Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that she was feeling a sting around her chest area and was feeling nausea so she decided to bolus. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a scratched reservoir tube window and a cracked belt clip slot.